Manufacturer narrative:
MFR rcvd date: 05aug2020. Event date: 04sep2020 . The issue was discovered at unit power on. There was no delay in therapy. The customer stated they got another unit. The unit's cpu pcba (central processing unit printed circuit board assembly was replaced to resolve the reported issue. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05aug2020.

Event description:
The customer contacted technical support (ts) stating that the unit had an error code message of backup alarm failure. The customer reported there was no patient involvement. Technical support recommended replacing the unit's central processing unit (cpu) printed circuit board (pcb). Technical support reviewed programming of the unit. The customer later informed technical support stating that the issue was resolved.